Manufacturer narrative:
(B)(4).

Event description:
It was reported that the presented in the emergency room with symptoms of lightheadedness. Upon interrogation, the pulse generator exhibited backup vvi operation. When attempting to acquire a device image, an error message was displayed. The device was explanted and replaced on (B)(6) 2015. No further information could be obtained.